Manufacturer narrative:
The tech and failure analysis determine the siderail has a broken weld. The tech replaced the siderail to repair the bed.

Event description:
Info received, indicates the left siderail is coming loose.